Manufacturer narrative:
Based on additional information received, it was determined the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Manufacturer narrative:
Although requested, the device has was not returned for evaluation and additional information regarding the event was not provided. The trend analysis was considered acceptable, with the product performing within anticipated rates. A lot number was not provided and therefore, a DHR review could not be performed. Based on all available information, the root cause of this event could not be determined.

Event description:
Reportedly an intra-op iol exchange was performed in the right eye sulcus. Vitrectomy was needed. There was no patient injury. Additional information was requested, but not received.